Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 46.1-46.3cm from the distal tip consistent with lead friction to the ICD can. Externalized conductors due to internal insulation were noted at 9.1-11.3cm and 11.9-14.4cm from the distal tip. The rv conductor etfe coating was abraded at 12.1 and 12.3 cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 4.3-4.4cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 22.1-26.7cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 11.3-14.1cm from the distal tip. The etfe coating was abraded at this location. Further examination indicated the rv conductor etfe coating was abraded at 17.8cm, 48.8cm, and 49.3cm from the distal tip. Signs of melting were noted at the 49.3cm abrasion. This is consistent with the observation from the field of low lead impedance.

Event description:
It was reported that low, out of range, high voltage lead impedance was observed via remote transmission. The lead was explanted and replaced.